Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/29/2018, that on (B)(6) 2018 the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver was charged and rebooted. The log was downloaded, there was no data within the investigation window. Functional testing was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. Confirmation of the allegation and a root cause could not be determined.